Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product was not available, and manual compression was performed for twenty minutes, after which the patient recovered. There was no reported patient injury. There was no damage noted to the button, which could not be depressed at all. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU) in a percutaneous coronary intervention (pci) case. There were no visible signs of device or package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site had not been previously closed with any closure device within thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. No excess force was applied during insertion. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25°c. There were no kinks in the non-cordis sheath or device upon removal. The physician was certified in the use of the mynx and had used the device several times prior to this procedure. The complaint was returned for evaluation. The product analysis revealed that the sealant was in the manufacturing position and prematurely exposed due to the sealant sleeves being frayed, split, or torn.

Manufacturer narrative:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product was not available, and manual compression was performed for twenty minutes, after which the patient recovered. There was no reported patient injury. There was no damage noted to the button, which could not be depressed at all. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU) in a percutaneous coronary intervention (pci) case. There were no visible signs of device or package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site had not been previously closed with any closure device within thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. No excess force was applied during insertion. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25°c. There were no kinks in the non-cordis sheath or device upon removal. The physician was certified in the use of the mynx and had used the device several times prior to this procedure. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The sealant was prematurely exposed due to the sealant sleeves¿ frayed/split/torn condition. On the other hand, the balloon was fully exposed as expected due to the manufactured position observed for button 2. Additionally, the syringe was returned not attached to the device; however, the sheath was not returned for this evaluation. A functional test was executed by depressing buttons 1 and 2 after the tension indicator achieved the deployment position, resulting in the correct activation of the device¿s deployment mechanism. On the other hand, a sheath insertion/withdrawal functional analysis could not be executed due to the condition of the sealant sleeves. A microscopic analysis was performed to evaluate the sealant sleeves¿ condition. During this analysis, it was observed that the sealant sleeves were torn, resulting in the premature exposure of the sealant. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. However, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (although it was reported that the tension indicator was fully aligned with the markers on the handle halves before attempting to deploy) are possible. Additionally, procedural/handling factors (even though it was reported that there was no excess force was applied during insertion) and/or procedural sheath factors (which was not returned for analysis) possibly resulted in the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.